Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and on/off current testing without duplicating the customer's report. The battery pack and pads were not returned as part of this investigation. The device was recertified and returned to the customer. As a precaution, we recommend ensuring the device is stored with electrodes at all times. No trend is associated with reports of this type.